Manufacturer narrative:
Multiple attempts have been made on 23may2024, 05jun2024, and 12jun2024 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that a high blower temperature alarm error occurred all the time. The device was in use on a patient at the time the reported issue was discovered and was taken out of service; however, there was no reported harm to the patient or user. The customer called technical support to report that a high blower temperature alarm error occurred all the time. The remote service engineer (rse) provided the customer with the part numbers of the replacement blower assembly and motor controller (mc) printed circuit board assembly (pcba) for repair. Resolution and disposition are pending.